Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-10. H6: investigation summary : one used primary set, model 2426-0007 lot 20099045, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's top smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint of the y site disconnecting before and during treatment was verified. A device history record review for model 2426-0007 lot number 20099045 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. H3 other text : see h10.

Event description:
It was reported that 7 as lvp 20d 3ss cv experienced component separation and leaks during use. The following was reported by the initial reporter: "it was reported that the y site keeps disconnecting before and during treatment. Verbatim: thank you for speaking with me. Could you please start a case for the issue we continue to experience here with the primary tubing ref 2426-0007. In the last 3 weeks we have had multiple instances of the different y site disconnecting before and during treatment. This is a big problem, especially when it is causing chemo to spill on the floor and patient. I was able to get the problem tubing from today¿s incident and packaging I can send bd for testing. We can also pull the lot for testing. The lot # is (10)20099045, exp 2023-09-28. Please let me know once the case is open and what next steps would be. Please see below from xxxxx from kaiser roseville. They have had approximately (7) incidents over the last three weeks with bd ref # (B)(4). She will be your contact to gather the sets, and to start the interview process. Please let me know if I can help."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 7 as lvp 20d 3ss cv experienced component separation and leaks during use. The following was reported by the initial reporter: "it was reported that the y site keeps disconnecting before and during treatment. Verbatim: thank you for speaking with me. Could you please start a case for the issue we continue to experience here with the primary tubing ref 2426-0007. In the last 3 weeks we have had multiple instances of the different y site disconnecting before and during treatment. This is a big problem, especially when it is causing chemo to spill on the floor and patient. I was able to get the problem tubing from today¿s incident and packaging I can send bd for testing. We can also pull the lot for testing. The lot # is (10)20099045, exp 2023-09-28. Please let me know once the case is open and what next steps would be. Please see below from xxxxx from (B)(6). They have had approximately (7) incidents over the last three weeks with bd ref # (B)(4). She will be your contact to gather the sets, and to start the interview process. Please let me know if I can help."